Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Refence MFR. Report#: 1627487-2020-33029.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2 refence MFR. Report #: 1627487-2020-33029. It was reported the patient was scheduled to undergo surgical intervention. The reason remains unknown along with confirmation of surgical intervention taking place as scheduled.